Event description:
On initial contact, dentist advised handpiece burned pt check and tongue. Burned area was white on right check side, and white patch on tongue about the size of a dime. Dentist recommended salt water rinse. Later contact with the dentist noted that pain medications were prescribed for the pt, but no other follow up.